Event description:
This info was provided to the MFR through (B)(4) received from FDA. No add'l info was available.

Manufacturer narrative:
Device eval: although the user facility report stated the device was returned to the MFR, the device has not been returned to the company for eval to date. A review of the device history record for this production lot found no related issues. No conclusions can be drawn.